Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission, noise and low, out of range, low voltage lead impedance was observed on the rv lead. Patient is not pacemaker dependent. Lead testing for reproducibility and lead replacement was being considered. No further information available.